Event description:
It was reported that the customer had high blood glucose and dka. Caller stated that the customer gave himself an injection of insulin which did not bring down the blood glucose. Paramedics were called and customer was transported by helicopter to the hospital. Customer's blood glucose reading at the time of hospitalization was 980 mg/dl. Caller stated that the customer's condition did not improve and he passed away. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.